Event description:
It was reported that the pump exhibited a motor not running error. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in excellent working condition. A review of the event history log identified motor not running error. During functional testing using the occlusion test, the reported issue of motor not running error was duplicated. The main board was not seated on extrusion grove (sensor was not aligned with the worm coupling gear-facets). No evidence of damage or contamination on the device. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Re-assemble and realigned the main board. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).